Event description:
It was reported that 3 drill bits broke off during a distal radius surgery. The surgery was completed with a replacement.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the received drill bit shows signs of extensive and prolonged usage with its tip found to be broken. The part with cutting edges was not received for evaluation. The breakage surface resembles a typical brittle fracture surface predominantly. However, slight permanent deformation was observed around the edges. All these observations are indicative of the fact that the drill was used with high bending and torsional loading. The average hardness of the reduction clamp was observed to be 47.9 hrc as required against a range of 47.0 hrc ¿ 52.0 hrc. The returned screwdriver bit was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the drill happened due to a combined torsional and bending overload. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that 3 drill bits broke off during a distal radius surgery. The surgery was completed with a replacement.